Event description:
It was reported that guidewire entanglement occurred. The 90% stenosed target lesion was located in the severely tortuous left circumflex coronary artery. An opticross hd imaging catheter was advanced but when the physician was removing the catheter after the first pullback, the guidewire was stuck in the catheter guidewire port. The devices were removed together, the guidewire was replaced, and the procedure was restarted. After a stent was placed, ivus was again performed and the same issue recurred. The stent was post dilated with a balloon catheter and the opticross hd was advanced for a final check. When the opticross was being removed, the guidewire got stuck again and both devices were removed together to complete the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reported that guidewire entanglement occurred. The 90% stenosed target lesion was located in the severely tortuous left circumflex coronary artery. An opticross hd imaging catheter was advanced but when the physician was removing the catheter after the first pullback, the guidewire was stuck in the catheter guidewire port. The devices were removed together, the guidewire was replaced, and the procedure was restarted. After a stent was placed, ivus was again performed and the same issue recurred. The stent was post dilated with a balloon catheter and the opticross hd was advanced for a final check. When the opticross was being removed, the guidewire got stuck again and both devices were removed together to complete the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The opticross catheter was returned in a generic plastic bag. No damage was encountered upon visual inspection. A microscopic inspection revealed the guidewire exit port was lifted and there was a kink in the imaging window. Functional inspection revealed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.